Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor board and isd pc2 were evaluated and replaced. The system was tested found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot up to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.